Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns(s)) spontaneously discharged a patient. No patient harm occurred. The patients was being monitored on a transmitter. Nihon kohden technical support (nk ts) requested the cns log files from the customer. Nk ts is working on resolving the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following device was used in conjunction with the cns. Transmitter, model #: zm-530pa, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns(s)) spontaneously discharged a patient.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously discharged a patient. The patient was being monitored on a telemetry transmitter. No patient harm or injury was reported. Investigation summary: the cns logs were reviewed. It was confirmed that the zm transmitter was discharged, however, there were no logs of manual discharge coming from the cns. Since transmitter devices could not discharge themselves, and there were no manual discharge logs coming from the cns, it was concluded that the device was discharged by another nihon kohden device (i.e., rns). Further information was requested from the customer, regarding whether the customer was monitoring the transmitter on the rns, but no response was received. A review of the history of the serial number identified no further recurrences of this issue. Based on the available information, a definitive root cause could not be identified. However, it is likely that the zm device may have been discharged from an rns. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns(s)) spontaneously discharged a patient.